Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump. It was reported the patient's pump was flipped. Factors that may have led or contributed to the issue included weight loss. Diagnostics/troubleshooting and actions/interventions includes a pocket revision that was performed on (B)(6) 2020 as the patient had lost weight causing the pump to flip. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but unknown. The event date was (B)(6) 2020. No further complications were reported.